Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot test were performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. The battery was measured and it was noted there was 0v. The receiver powered on after the battery was substituted with good known battery. An internal visual inspection was performed and passed the allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).